Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that during removal of a setscrew the tip of the driver fractured. Another driver was used to complete the surgery. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the relevant shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. The above findings are consistent with torsional overload.